Event description:
Otic laser fiber malfunction resulting in burning of protective wire/fiber coating, external to patient. Product identification label did not contain lot number. During use of endootoprobe, laser fiber "fired" initial laser round. Subsequent attempts at activating/firing the probe were unsuccessful. Upon investigation, it was noted a small burned out section of the laser fiber cable, which was smoking, but not on fire. Fiber immediately removed from the surgical field, no operative fire noted. Surgical drapes and supplies intact without evidence of any ignition. Fiber completely external to patient, without contact to patient's ear or skin. Initial quality review of fiber prior to use passed all quality controls via laser machine as well. No obvious fiber defects noted during pre-use inspection.